Event description:
It was reported that the customer had high blood glucose levels in the range of 300 mg/dl to more than 400 mg/dl. The customer reported a bent cannula on the infusion set for the insulin pump. The customer further reported that the set tape of the of the infusion set stuck to the serter for the insulin pump making it difficult for the customer to insert the infusion set properly. The customer also reported that there was no alarm for any no delivery from the insulin pump. Troubleshooting was not done because the customer did not have the tubing clamp for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).